Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, d1, d4, d6b, g5, h4, and h6. Investigation the following allegations have been investigated: fracture, embedment, clot, ivc stenosis/angioplasty, tilt, anxiety, depression, worry. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. The additional information regarding organ perforation/embedment does not change the previous investigation results for vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, depression, worry, are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient received an implant via the right common femoral vein due to deep vein thrombosis (dvt)/ pulmonary embolism (pe); followed by two failed percutaneous retrieval attempts (B)(6)2019 and (B)(6) 2019) due to complications and injuries. Patient reportedly underwent a successful percutaneous filter retrieval, due to device failure, and angioplasty of the inferior vena cava on (B)(6) 2019 the patient alleges tilt, vena cava and organ perforation, device fracture, embedment and failed removal. The patient further alleges anxiety, depression, worry, and clot. (B)(6) 2019, per a report from retrieval report (attempted); ¿utilizing the cook retrieval snare, the hook of the filter was not engaged. Multiple advanced maneuvers were performed to try and engage the hook of the ivc filter without success. Retrograde and anterograde recanalization was attempted. Unfortunately, due to tilting and intimal hyperplasia filter retrieval was not possible at the current time.¿ 03apr2019, per a report from computed tomography; ¿the inferior vena cava filter is redemonstrated. The posterior leg has broken from the filter body and now resides completely within the right anterior osteophyte at the l3 level. The ivc filter itself is redemonstrated in the infrarenal location. The lateral time abuts the small bowel. The medial time abuts the aorta. The anterior tine penetrates the duodenum and extends near the anterior margin of the duodenum.¿ 03apr2019, per a report from retrieval report (attempted); ¿digital subtraction venography was performed and demonstrated clot within the filter. In addition, one of the posterior struts of the ivc filter was broken, which is new from the previous examination even in retrospect, and resided within an osteophyte within the l3 vertebral body. Unfortunately, the filter was not removed due to the clot within the filter.¿ 17apr2019, per a report from retrieval report (successful): ¿filter retrieval-filter type: celect...the filter was captured, collapsed into the sheath, and removed in its entirety. Filter capture technique: forceps technique, to dissect and grasp the filter hook. Post-retrieval venography: was performed. Ivc patency post: narrowed or diminutive - ivc angioplasty was performed with a 16 mm x 40 mm balloon with good venographic result". "Impression: technically successful inferior vena cavography demonstrating no in situ filter or caval thrombus. Of note, there is a single fractured strut that lies in an entirely extra caval position. 2. Technically successful inferior vena cava filter retrieval. There is one fractured primary strut that is venographically demonstrated to be extracaval, and not amenable to retrieval. 3. Technically successful ivc 16 x 40 mm angioplasty with good venographic result.¿ (B)(6) 2019, per a report from computed tomography; ¿there is interval removal of the ivc filter. The previously described fractured ivc leg fragment within the l3 vertebral body is still visualized on today¿s examination. No additional ivc filter fragments are identified.¿

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on or about (B)(6) 2015. In and around (B)(6) 2019, [pt] underwent a computed tomography (¿ctscan¿) which revealed the interior struts of his ivc filter had perforated beyond the medical ivc wall and into the duodenum, which subsequently resulted in a failed removal of the cook celect filter."